Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discordant troponin ultra result was due to a clogged ancillary probe, loose seals on reagent probes 1 and 3 and a crack in the straw of the base reagent. The instrument was repaired. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A discordant advia centaur xp troponin ultra result was obtained on a pt sample. The result was reported to the physician. The sample was retested and the corrected result was reported to the physician. The pt was started on a heparin drip and prepped for catheterization lab. There is no known pt intervention or adverse health consequences due to the discordant troponin ultra result.